Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The user interface pcba was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device logged a critical event that is associated with a device lock up and was intermittently booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device logged a critical event that is associated with a device lock up and was intermittently booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
Stryker further evaluated the device and determined the root cause was corrupt memory on integrated circuit, designator u2.